Event description:
Procedure type: lung resection. According to the reporter: during an atypical resection of a right lung, the stapler could not be re-open. The surgeon pulled the device then cut the remaining part still attached to the device. A reinforcement material was used, seamgard bio absorbable from (B)(4) laboratory. The case was extended by 1 hr. Blood loss was reported as less than 250cc.

Manufacturer narrative:
(B)(4).